Event description:
Mother of a female reported that her daughter experienced an unintended bolus of insulin with her infusion device. She stated that her daughter ate ice-cream and then bolused 1 unit of insulin to correct her blood glucose. She reported that the infusion device then gave an additional 0.2 unit bolus of insulin. The mother reported that her daughter experienced being shaky, sweaty and having a headache. Her mother reported that her blood glucose value was 32 mg/dl. She drank juice and ate peanut butter. She did not require medical assistance. The mother stated that this issue has occurred in the past but did not provide any info regarding these events. The product has been requested to be returned.